Manufacturer narrative:
(B)(6). Device evaluation by MFR: promus premier ous mr 16 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and bunched proximally. The undamaged stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage and stretching. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2020. It was reported that advancing difficulty was encountered. The 80-90% diffuse stenosis was located in the severely tortuous left anterior descending artery. After crossing the lesion with a guidewire, pre-dilation was performed with a 15 x 2.75 balloon catheter. Subsequently, a 16 x 2.75 promus premier drug-eluting stent was advanced for treatment but was difficult to advance to the lesion site. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.